Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number: 11-301300, lot number: 925500, brand name: arcos con sz 50mm sz a. Report source: foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02325. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, limited range of motion and stem fracture. The surgeon also noted possible metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Visual inspection confirmed the stem to be fractured at the neck. The fractured piece of the stem remains attached to the cone body via the stem screw. The fins and porous coating of the stem are chipped in multiple locations. Scratches are present on a majority of the stem. Further analysis determined fracture surface artifacts suggest fatigue fracture culminating in bending oveload. Taper stem material to be consistent with ti6-4 titanium alloy. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: mmi report impressions. Fracture of the left hip femoral implant as noted. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined, however further analysis report suggests fatigue fracture culminating in bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.